Manufacturer narrative:
A steris service technician arrived onsite following the reported event and spoke with user facility personnel. User facility personnel stated that they observed a small "flame" and smoke emitting from the unit's drain piping. Immediately prior to the event, the unit successfully completed a cycle and was not in use during the time of the reported event. The steris technician inspected the unit and found that the transducer cable was damaged. The transducer cable provides electrical power from the ultrasonic generator to the transducers which are bonded to the underside of the caviwave cleaner's wash tank. During the last routine preventive maintenance in march 2018, no issues were noted with the transducer cable; the cleaner was found to be operating according to specification. A 3-year review of complaint records indicates this to be an isolated event. Due to the damage sustained when extinguishing the flame, steris is working with the user facility to provide a replacement unit.

Event description:
The user facility reported that a small flame was observed from the caviwave ultra sonic cleaner. User facility personnel immediately called the on-duty fire fighter. The on-duty fire fighter quickly extinguished the flame. No injuries were associated with the reported event.